Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a mildly tortuous and calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during fourth inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.